Event description:
While preparing to place the patient on nasal CPAP the circuit would not pass leak test for circuit calibration. The problem was determined to be the trunk. We used two 70 mm trunks that both failed leak testing. Used a third 70 mm trunk from a different lot number and the leak test finally passed. Both failed trunks were from lot 2103966750. Health effect code: 4582. Device problem code: 1250. Reference report: mw5184623.